Manufacturer narrative:
Samples were visually inspected and sample #1 and #2 were found to be conforming. Sample #3 was found to be nonconforming for visual inspection, safety handle blade was observed to have a damaged cutting edge and bent tip. Functional penetration testing was performed on sample #1 and #2 and found to be conforming, while sample #3 penetration could not be performed due to damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample #1 and #2 were found to be visually and functionally conforming, therefore the dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause could not be determined from the investigation performed for sample #3. The damage to the returned sample #3 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. No action was taken as the knife sample #1 and #2 were manufactured to specifications. The exact root cause for the damaged knife sample #3 is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the bent tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during a cataract surgery, six ophthalmic blades were found to be dull and opened new blade and completed procedure. Patient details were not reported. No patient harm was reported.